Manufacturer narrative:
End user alleged the reason for their foot coming off the footplate was due to the knee support assembly not holding their legs in place while in the seated position. The purpose of the knee support assembly is to support the end-user's legs when transitioning into a standing position. The knee support was never intended to maintain positioning of the legs or feet when in the seated position. End user was re-instructed as to the intended use of the knee support assembly and offered alternative solutions to maintain proper positioning of their feet. The device was evaluated by the area permobil representative and it was determined the device was operating as per design. It is permobil contention this reported event was caused by human error and not device related. The DHR was reviewed and unit was built according to specification.

Event description:
End-user reports as they were preparing to exit their motor vehicle, the end-users left foot had fallen off the footplate and was hanging to the side. End-user stated they did not realize it had become out of position and proceeded to drive forward. End-user reports having impacted their foot against something and looked down to see their left foot at a 90° angle. Reports are 3 days later when swelling was noted, end-user sought medical intervention and was informed they suffered a fracture to their left tibia and ankle.